Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times. The blood glucose reading was 360mg/dl. Troubleshooting was performed, and the drive support cap appears normal. Assisted the customer to run the displacement and self test and they passed. The caller stated that the customer was vomiting and not feeling well. The wife will take the customer to the hospital. No further information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power or low battery alarm noted. The insulin pump passed displacement test, rewind, basic occlusion and no delivery tests. No excessive no delivery alarm noted. The insulin pump had motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion due to motor error alarm.